Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified, which occurred in the therapy initiated on (B)(6) 2012, 00:30:37. During night drain cycle five, the patient's ultrafiltration reading was 52403 ml, indicating the home patient (hp) drained 52403 ml more than their maximum programmed fill volume of 2000 ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary: the device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event opened during investigation of another condition. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was unexpected high uf for therapy compared to other therapies.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.